Event description:
Related manufacturer report number: 1627487-2023-05789. Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced. During the procedure it was discovered that the patient's lead is fractured, and further surgical intervention may be pending.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. In an update posted (B)(6) 2023, it was reported the peripheral system ipg was replaced due to being at end of life. A fractured lead was discovered but it was not replaced due to not having approval. However, full coverage was still achieved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Surgical intervention may be pending to address this issue.